Event description:
It was reported that there was something wrong with the patient¿s pump. The catheter had not been checked. It was later reported that it was a question of underinfusion. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10863r39, implanted: (B)(6) 2001, product type: catheter. (B)(4).